Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow-up, several auto mode switching and atrial noise reversion episodes showing atrial lead noise were observed. There were no other electrical anomalies. Noise was reproducible through isometrics. No intervention was performed. Patient will continue to be monitored.